Event description:
Per the clinic, the patient experienced a performance decrement leading to device non use. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed january 29, 2014.

Manufacturer narrative:
This report is filed april 2, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.